Manufacturer narrative:
A product sample was not returned for evaluation for this report. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because a sample was not returned and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a "wound burn" during a cataract surgery. Additional information and product sample have been requested for this report. No updates have been received at this time.